Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a consumer. This case concerns a (B)(6) year old female pt who received synvisc injection for rheumatoid arthritis (off label use) and experienced "excruciating pain in right knee/pain down right leg to foot/pain in around ankle, foot and achilles tendon", muscle cramp in right calf, could not stand up and right foot numb. The pt's medical history included rheumatoid arthritis. No past drugs and concurrent conditions were not reported. Concomitant medications included hydrocodone bitartrate/paracetamol (norco) and naproxen (naprosyn) for rheumatoid arthritis (off label use). She stated that the physician did not use ultrasound during the procedure and felt the jell went to the back of her right knee and clumped there. On the same day, after receiving synvisc injection she experienced excruciating pain which was immediate. She could not stand up and was wheel chaired to her car. The pt stated that she was using a walker and now cane to get around. On an unspecified date, in (B)(6) 2013, the pt experienced a muscle cramp in right calf that feels like a bad charlie horse in the calf and was causing nerve pain all down the right leg to her foot. The pt reported that she had pain around ankle and in her foot and achilles tendon. On an unk date, her right foot was numb. She further stated that she had an appointment with another orthopedic surgeon to look at her knee. Action taken: withdrawn nos. Corrective treatment: for the events of could not stand up, "excruciating pain in right knee/pain down right leg to foot/pain in around ankle, foot and achilles tendon" and muscle cramp in right calf: naproxen (naprosyn) 500 mg tablet every four hours and hydrocodone/paracetamol (hydrocodone/apap) 5/325 mg tablet every four hour; however, did not work. Heat and ice on her right leg but had not helped her, leg ace bandage from right knee to foot and tens machine. For the events of could not stand up and right foot numb not provided. Outcome: unk for all the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. No further information was provided.